Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to normal battery depletion. This right ventricular (rv) lead was explanted and replaced due to high, out-of-range pacing impedance measurements of greater than 3000 ohms. The physician did not believe the crt-p attributed to the impedance issues, but rather the impedance issues were due to the rv lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: #mw5149917.